Manufacturer narrative:
Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported in (B)(6) 2017, the subject was brought to hospital by emergency medical services (ems) with an unwitnessed cardiac arrest. Per ems, subject was unresponsive and asystolic by the time they arrived and the suspected downtime was 30 minutes. Subject was given cardiopulmonary resuscitation, epinephrine drip, atropine, narcan and was intubated in emergency department without need of sedation or paralytics. Upon neurologic examination, the subject had no corneal, gag or cough reflex but was having minimal respiratory effort and reactive pupils. Subject was admitted to intensive care unit for further management. Computed tomography of head revealed diffuse low-density appearance throughout the cerebral and cerebellar parenchyma bilaterally, although the findings were nonspecific but were consistent with hypoxic anoxic injury. There was no significant mid line shift or inferior herniation, no territorial infarction or hemorrhage. Neurology was consulted and the subject was sent for brain flow examination which revealed absence of intracranial activity consistent with brain death. The subject expired and the cause of death was "anoxic brain injury."

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the subject died. In (B)(6) 2013, the subject presented with unstable angina (braunwald classification: ib). The subject was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. The subject was discharged. In (B)(6) 2017, the subject died of unknown cause.